Event description:
It was reported that the patient had dislocated her hip so the surgeon revised to make it stable. The cup was not explanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding dislocation involving a pca primary stem was reported. No allegations were made regarding the stem. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time.

Event description:
It was reported that the patient had dislocated her hip so the surgeon revised to make it stable. The cup was not explanted.